Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. During the investigation it was found that when the pump was powered up, it alarmed with error code 46184 displayed. The investigation determined that a faulty printed wiring assembly board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error codes 46184, 65535 and. 47143. No adverse effects were reported.

Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error codes 46184, 65535 and. 47143. No adverse effects were reported. Additional information was received indicating that there was no patient involvement.